Event description:
In 2002, the pt reportedly could not hear while using their sound processor. Three days later, the pt was seen at the center for device evaluation. At that time, the pt's external equipment was exchanged. However, the reported problem was not resolved. Testing conducted confirmed that the device was no longer functioning. Revision surgery was performed. The pt was reimplanted with another clarion device.